Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure stent damage occurred. While attempting to introduce the 3.5x16mm taxus liberte stent through the y-adaptor the stent caught on the hemostasis valve and was damaged. There were no patient complications and the procedure was completed with another of the same device. The patient was reported to be good post procedure.

Manufacturer narrative:
(B)(4).